Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6)2024 wherein the ipg was relocated from the patient's buttock up above their beltline to their flank. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that the patient did not report any recent trauma prior the procedure and the pain at the ipg site has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.